Event description:
It was reported the instrument was used during a laparoscopic cholecystectomy. It was reported during the first 1/3 of the case, the trocar shattered. Pt was 400+ pounds. Contact person reported to the rep approximately 1 piece was unable to be retrieved. Case was converted to an open procedure. 5/16/97 surgeon was performing a laparoscopic cholecystectomy on a 480 pound pt. Even with the 512xd trocar it was almost not long enough and there was a large amount of force required to do any manipulation. Eventually the instrument shattered and at this particular point in time due to the combination of the shatter of the instrument along with severe problems with the case he converted to an open procedure. The pt in the post operative period has had renal failure and multiple other problems and has been transferred to a tertiary center. Surgeon does not relate this to the failure of the product but rather to the difficulty with the operative procedure. If there were any permanent consequences he will not be able to tell us for one more month.

Manufacturer narrative:
Visual inspections & results: bullet tip condition, desufflation lever condition, inner gasket condition, obturator condition, trocar condition; conforming. Outer gasket condition, and sleeve condition; nonconforming. Stopcock condition; closed. Functional tests & results: flapper door functional, and lockout functional; conforming. Analysis conclusion: based on the visual examination, it was confirmed that the sleeve was shattered at the distal tip. The sleeve pieces were pieced together and not all the pieces were received. No conclusion could be reached as to how the sleeve shattered.